Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that the error indicated a large amount of air had entered into the disposable set. Gts had the patient cycle power, advised therapy had ended and they would need to start over with new supplies. Product surveillance contacted the patient who explained there were no loose connections, disconnections, or defects with the supplies. The patient was using two patient line extensions, and explained they did not use them the second time. The patient stated they discarded the supplies and did not retain the lot information. No injury or medical intervention was reported.